Event description:
Additional information was received from the patient. They reported that they had their device replaced on (B)(6) 2025 and they gave their equipment to the manufacturing representative (rep).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary retention. It was reported that the ins battery had been low so they increased the stimulation. Caller provided more information and said they'd brought the patient to the emergency room (ER) on wednesday (on (B)(6) 2025) and they had put a catheter in the patient that day because the patient hadn't been voiding all their urine and when they checked the implant with the programmer that was when they saw the patient's ins battery was low so they increased the stimulation. Caller confirmed that the patient had the implant for retaining urine and that prior to getting the implant, self -catheterization was a standard of care that the patient had to engage in but now the patient is in assisted living and catheters aren't allowed. The therapy hadn't been helping again. Caller said they were told when they last called it could take a few days for the therapy adjustment to start to kick in but the caller was calling to get the patient's device in formation because the patient was going to see a new healthcare provider (hcp) that was closer to where the patient and caller were and they were told the office wanted more information about the patient's implant before the patient's on (B)(6) 2025 scheduled appointment. Caller asked if the patient's symptoms returning could happen with a low ins battery. Patient services reviewed information with the caller and redirected caller to follow up with an hcp. Caller to bring patient to hcp appointment on (B)(6) 2025.